Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was not on a pt.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. During the evaluation of the device at the MFR's svc ctr, "svc required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).